Event description:
Study: a facility reported: skin "sufferance" on the reconstructed breast. Action taken: suction drain; medication; reoperation, hospitalization; recovered/resolved with sequelae on (B)(6) 2021. The outcome was described as "recovered/resolved with sequelae". Surgery on left breast: mastectomy's date for cancer on left breast: (B)(6) 2021. Investigator considers: ae relationship to device: possibly. Ae relationship to procedure: possibly.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
N/a.

Manufacturer narrative:
The surgimend sample was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Investigation update: root cause - no definitive root cause can be identified for this event. The IFU for this device states that ¿general risks may include, but are not limited to: infection, allergic reactions, pain, swelling or bruising, foreign body reactions, acute or chronic inflammatory reactions, adhesions, seromas and hematomas¿. A probable root cause could also be hypersensitive to collagen or bovine products as the contraindications section of the IFU states that the device should not be used on patients with a history of hypersensitivity to collagen or bovine products.

Event description:
N/a.